Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was still having accidents with leaking. During the trial, she could change sides and wanted to know if she could change sides with the permanent implant. She stated that with the implant, it was on the right side with stim set at 0.8v. There was a loss or change in therapy. Patient services reviewed that she could change programs but not specifically sides and she could increase stim. The patient did not know what program she was on. She was able to sync with the implantable neurosimulator (ins) and she stated she was on program 1 at 0.8v. She was walked through increasing stim to 1.4v where she could feel stim comfortably. Patient was going to see if the new settings helped and might follow up with the health care professional regarding concerns. It was noted that during the trial, stim was set at 7.0v and the patient did not have any issues at all. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the event and actions taken to resolve the issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the patient. The patient reported her activity level changed, so she changed it up to 3 and started having pain so she turned it back down. She reported that the device site is still swollen and sticking above skin. It is unknown what other steps were taken to resolve leaking.